Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Pneumonia is a known complication of nj tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On unknown date, patient in japan underwent procedure for placement of naso jejunal (nj) tube. After an unspecified period of time after the placement, the patient developed pneumonia. Though requested, additional information was not provided.